Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, the patient has "pain, major nerve injuries, as well as physical limitations."

Manufacturer narrative:
Date of implant: (B)(6) 2003 and/or 2004. Conflicting information has been received regarding implant dates. The initial implant date reported was (B)(6) 2003; the second implant date reported is 2004. Neither the patient's medical records nor information from healthcare professional have been provided. Without additional information we are not able to confirm / determine the correct implant date at this time. (B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.